Manufacturer narrative:
Internal file number: (B)(4). It was initially reported that the device would be returned for analysis. Subsequent information revealed that the device was discarded and is not available for evaluation. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional proglide device referenced is being filed under a separate medwatch report. Exemption number e2019001 permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.

Event description:
It was reported that an arteriotomy closure of a the right common femoral artery was attempted using two proglide devices with a 6f sheath after a cardiac stent interventional procedure. Reportedly, the first device was attempted but no suture was found when the plunger was removed. A second device was used but no suture was present when the plunger was removed. The physician closed the footplate of the device and advanced it a bit more into the artery and footplate was opened again. The device was removed and the footplate was closed prior to removal. There was no resistance removing the device and no foot detachment. The physician opted for upsizing the sheath to 7f to attempt another device; however, it was noticed pulsatile blood coming out of one angle. Manual compression was applied for 10-15 minutes. At this time, a hematoma had developed and it was x sized to keep it soft while the 7f was in place. The sheath was removed and 30 minutes of manual compression was applied to achieve hemostasis. Patient was transferred to the ICU where she was in bed for 6 hours with no movement. There was adverse patient sequela but no reported clinically significant delay in the procedure or therapy. No additional information was provided.